Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). This 2mm x 40mm x 145cm sterling es balloon catheter was selected for pre-dilation. The balloon catheter was advanced to the lesion without resistance and inflated to 8atms without complications. On the second inflation, the balloon ruptured at 8atms. The device was removed from the patient intact. The procedure was completed with another manufacturers' balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).